Manufacturer narrative:
We are waiting for add'l info from the distributor.

Event description:
The laser system has the following problem: "temperature error after 5 mins. Cleared after restarting the device."